Manufacturer narrative:
An atellica sample handler prime customer noted that sample (B)(6) received at 12:39 p.m. On 31-oct-2023 was not processed and analyzed with tnih (high-sensitivity troponin I) and caused a delay in the assessment of the patient. The customer performed repeat testing and noted that the sample was tested on an alternate atellica analyzer. The tnih result was obtained at 16:14 p.m. And released from the lab at 16:25 p.m. On 31-oct-2023. Siemens retrieved system files and is evaluating the event.

Event description:
An atellica sample handler prime customer noted that sample (B)(6) received at 12:39 p.m. On 31-oct-2023 was not processed and analyzed with tnih (high-sensitivity troponin I) and caused a delay in the assessment of the patient. The customer performed repeat testing and noted that the sample was tested on an alternate atellica analyzer. The tnih result was obtained at 16:14 p.m. And released from the lab at 16:25 p.m. On 31-oct-2023. There are no known reports of patient intervention or adverse health consequences due to the event.

Manufacturer narrative:
Siemens filed the initial MDR 2432235-2023-00294 on 10-nov-2023. Additional information (16-jul-2024): siemens reviewed the information provided and determined that the atellica immunoassay (im) analyzer was in an "off state" due to a device manager layer (dml) internal exception. The module manager (mm) detects that the device management layer (dml) is unresponsive and restarts. Upon restart, any uncompleted tests are canceled. In cases where the system does not return to normal operation automatically, the operator can turn mechanics off/on or restart the system and re-order the tests manually. Siemens concluded that the reported behavior was caused by an internal software exception and resulted in an apparent delay that failed safe by canceling unreported tests and not affecting test result accuracy. Siemens noted that the event was an isolated occurrence and that the customer has a backup analyzer or alternate method to test patient samples and report results.